Event description:
It was reported that the patient's stimulation stopped covering his upper areas after a fusion medical procedure in the summer/fall. It had also been a while since the patient's last programming session. The patient had an appointment with his hcp scheduled for (B)(6)-2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na.